Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that a procedure was done yesterday to troubleshoot high impedances on the patient¿s right side. There was questions as to whether the system was working properly. When the patient presented with high impedances the patient saw the doctor and neurosurgeon and they did perform an x-ray to examine the implant and didn¿t show any sign of damage. Yesterday a procedure was to do to identify the source of the problem. They tested the lead independently and it was fine, so they figured it was the extension or ins. The replacement of the extension resolved the issue per the caller. They mentioned they thought that perhaps there was moisture in the header block/connection to the ins but noted the replacement of the extension resolved the issue. The product would be sent back for analysis. Additional information was received that the patient¿s high impedances were noticed (B)(6) and again on (B)(6) and 27 all in 2019 when they were visiting the neurologist. There were no further complications reported.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Analysis revealed that the insulation on the extension was cut and melted, which was consistent with electrocautery used in the proximity of the extension, and that it passed electrical testing with no shorts between the circuits. If information is provided in the future, a supplemental report will be issued.